Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer who is a nurse reported for patient via phone call for high blood glucose. The patient¿s blood glucose was 405 mg/dl at the time of the incident. Customer from hospital needs to change the basal rates about half a units every hour per doctors instruction. Customer reported that patient was in hospital for non-diabetes related issue. Customer reported that patient was in hospital for medication and small-bowel obstruction. The insulin pump will not be returned for analysis.